Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (15 mg/ml at 4.6 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was involved in a car wreck in mid to late (B)(6). She had had gi (gastrointestinal) issues and intense muscle aches since that time. She finally had a CT scan of her abdomen about 2 weeks ago and it showed what the radiologist called a ¿break in the catheter of her pain pump.¿ the patient had not had any symptoms that she would call withdrawal symptoms. When her pain management group saw the CT report, they sent her for a dye study. On (B)(6) 2019 during the dye study, the catheter could not be aspirated, but the ir (interventional radiologist) doctor pushed contrast anyway and saw that there seemed to be extravasation of dye noted proximal to the anchor. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the recent car accident. No interventions were done. It was unknown if surgical intervention was planned. The report was being sent back to the patient¿s pain management physician. The issue was not resolved at the time of this report. The patient status was reported as ¿alive ¿ no injury.¿ no further complications have been reported as a result of this event.